Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary bile duct drainage procedure in 2009. According to the complainant, resistance was felt when attempting to deploy the stent. The inner sheath was unable to properly retract and became stretched. The stent was deployed; however, it was not at the target lesion. The stent was removed using biopsy forceps without incident. The procedure was completed successfully with another flexima biliary stent system. There was no report of pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Stent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device. If there is any further relevant info from that review, a supplemental medwatch will be filed.